Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced shadows in vision and persistent pocket haze post corneal inlay procedure in the right eye. The patient was on a topical eye drops regimen of steroids, antibiotics, and tear drops. The patient had punctal plugs placed in the right eye. The inlay was repositioned one month post insertion and explanted three months post insertion. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Logfile for the date of treatment showed that no abnormalities or deviations can be identified. The clinical review revealed that the mentioned repositioning cannot be linked to the laser and the same counts for the mentioned nuclear sclerosis. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. There is no indication a device malfunction caused or contributed to the reported event. The manufacturer internal reference number is (B)(4).